Event description:
Respiratory therapy notified of high exhale tidal volume. Pt was placed on test lung. Nurse hyperventilated pt with pmr ii bag. Expired tidal volume still had high reading. Ventilator was removed from svc.